Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was not seated properly in the blister as the tip of the knife was into the protective tray. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released in accordance with the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the customer's reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the knife was blunt when the surgeon was making the incision. The knife was exchanged and the incision was made.